Event description:
It was reported that the device battery springs were corroded. Additionally, the investigation identified upstream occlusion seal damage and multiple downstream occlusion errors in the device event log, issues that could result in a hazardous situation, therefore making this investigation reportable. The event happened during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified upstream occlusion seal damage and multiple downstream occlusion errors in the device event log, issues that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device uso seal, dso seal and dso sensor were replaced.